Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss and no a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm and also was able to rewind the pump. Customer also reported that alarmed recurred after inserting a new battery. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was also advised to monitor the pump and that customer may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.